Manufacturer narrative:
(B)(4).

Event description:
The parkinson's disease patient's family reported the patient's implantable neurostimulator (ins) had depleted after four years, while they were told by their doctor the ins could be used for 8 years. The patient's family reportedly "thought it was a quality issue." It was noted the patient had experienced good effect with 50% or greater symptom reduction. The cause of the issue was unknown; though it was noted the patient had a high voltage setting. No actions or interventions had been taken to resolve the issue and the patient's ins had not been replaced as of three days after initial report. The patient was well at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.